Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the clear plastic shield easily came off when the surgical technologist used her gloved fingers to wipe over the esu (electrical surgical unit) insulated blade to clean off debris on the blade even though they did not put much pressure on it. They were able to safely keep the small plastic to the side and away from the patient and it did not negatively impact the case.